Manufacturer narrative:
(B)(4). Batch # r57w8j investigation summary the analysis results found that the pph03 device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified.

Event description:
It was reported that during a hemorrhoidectomy procedure, the device "did not fire staples." Surgeon said that only a semi-circle of staples fired instead of the full circle and caused bleeding that he had to control with ligasure bipolar device. Surgeon said that the device ¿fell apart¿. He would not elaborate anymore. Patient consequence was not reported.